Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was observed to fluctuate. The customer reported the battery gauge jumped from 50% to 85% while disconnected to a power source. The customer's blood glucose was 297 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.